Event description:
Pt presented for a sir-sphere infusion for metastatic liver metastases. After the procedure, pt was found to have radioactive counts -0.05 uci/ml- associated with urine. Pt was catheterized and still found to have radioactive counts -0.05 uci/ml- associated with urine 2 hrs later -although the counts were greatly decreased-. The team discussed the case and as pt was asymptomatic and the counts were low, pt was allowed to collect urine overnight. The urine smaple in the morning had a radioactive count of 0.066 uci/ml-, and pt was sent home.